Manufacturer narrative:
Plant investigation: to date, the device has not been returned to the manufacturer, and therefore a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving air detected in cassette and patient line is blocked alarms during drain 3 of 6 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and a new cycler was issued to the patient. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn) to inform them of the event and cycler replacement. Upon follow up, the pdrn stated the patient is trained on performing continuous ambulatory peritoneal dialysis (capd) if needed, but it was confirmed that the patient did not complete this peritoneal dialysis treatment using capd. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. It was also confirmed by the patient contact that the replacement cycler was received and the old cycler was returned to the manufacturer for evaluation. The cycler set is available to be returned to the manufacturer for physical evaluation.